Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion as located in the severely tortuous and calcified left anterior descending artery. A 2.50x20mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to be delivered. When it was removed from the patient's body, it was noticed that the proximal edge of the stent struts were damaged. Another stent of the same sized was advanced to the lesion. Subsequently, a 1.2mm x 12mm threader balloon catheter was advanced but it failed to cross the lesion. Another 15mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The physician grabbed another balloon and completed the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.50 x 20 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage with the distal struts stretched over distal marker band. The proximal end of the stent showed no sign of movement on the balloon as it appeared to be crimped in position. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion as located in the severely tortuous and calcified left anterior descending artery. A 2.50x20mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to be delivered. When it was removed from the patient's body, it was noticed that the proximal edge of the stent struts were damaged. Another stent of the same sized was advanced to the lesion. Subsequently, a 1.2mm x 12mm threader balloon catheter was advanced but it failed to cross the lesion. Another 15mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The physician grabbed another balloon and completed the procedure. No patient complications were reported and the patient's status was fine.